Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range (oor) shock impedance measurements. Additionally, a gradual increase was observed over time. Technical services (ts) was consulted and recommended programming enhancements. No adverse patient effects were reported. This lead remains in service at this time.